Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Product labeling for this device states, "use aseptic technique. Remove caps when required and secure connections." This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a disconnection. The extension set was primed with normal saline. An unspecified prefilled flush syringe was then connected to the friction fit clave on the proximal end of the extension set. The male adapter on the distal end of the extension set was connected to the female adapter of an IV catheter hub. It was reported that while the nurse was securing the tubing to the patient's arm, the clave "popped off" with the prefilled syringe still attached to the clave. The nurse clamped off the tubing with the slide clamp and noted a "slight amount" of bleed back. A replacement clave was connected to the extension set, the tubing set was flushed, and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.